Manufacturer narrative:
Return requested. Replacement power cable 4.4m shipped to site 04/19/2016. No parts have been received by manufacturer for analysis. On 04/28/2016 a medtronic representative, following-up at the site, reported the cord has been replaced and the navigation system is ready for use. Confirmed that metal wires were exposed. On 04/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system power cable that was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of suspect returned power cable finds that: cables continuity was tested and didn't find any opens or shorts. Prongs are slightly bent to the left. Cable jacket is worn as if it was drug with a system wheel across the floor. Insulated wires are exposed, but not bare wire. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.